Event description:
Event description guidant received information that upon review of an electrogram from a stored ventricular tachycardia episode, the ventricular lead was unable to consistently capture the myocardium and both paced and intrinsic beats were being counted. The lead also displayed decreasing impedance measurements. Additionally, the auto sense feature on the device was programmed to on and the competitor's atrial lead was oversensing t-waves.